Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted during testing. All of the buttons functioned properly and no damage was noted to the keypad traces. Several boluses were programmed and all were delivered properly. No bolus or history anomaly was noted. No display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed button error. The customer experienced bolus errors and display errors as well. The customer stated that they changed the battery and that there were no damages to the battery cap. The customer's blood glucose was unknown. Nothing further reported.